Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 15219425 / 15255548.

Event description:
It was reported that the patients spinal cord stimulator (scs) was causing some discomfort. The patient underwent an explant procedure. All device components were explanted and were not returned.